Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing sore was exacerbated under the lifevest equipment. Patient described the area as skin peeling and seeping under the leftmost electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removed part of the sore and prescribed medication for the sore. Follow up indicated that the sore improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.